Event description:
It was reported that the patient had fallen and a carelink transmission showed high threshold. Fluoroscopy revealed a lead dislodgement, and there was positioning/fixation difficulty. During the revision procedure, several repositioning attempts were made, without success. The lead was explanted and replaced. Tissue in-growth prevented re-extension of the helix event after attempts to remove the tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. It was also noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.